Event description:
Account stated that "pt did undergo a procedure and several months later received follow-up medical care at another facility at which time it was discovered that during the procedure the pt sustained a perforated bowel". The system [i.e. Argon plasma coagulator (apc) model 300 with an electrosurgical generator with endocut & argon model icc 350 (p.n.: 10128-206)] possibly was used in the procedure.